Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up and down arrow button response due to corroded keypad traces. The device was programmed with test mini link and the glucose sensor simulator. The insulin pump had communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. The device alarmed threshold suspend at 60 mg/dl properly. The low suspend feature is working properly. The device was received with partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that there are scratches on the display screen which make it difficult to read and the device froze 2 different times a few months ago. Customer's blood glucose reading was 118 mg/dl. Customer advised when they treat themselves for low blood glucose the sugar glucose will not be realized for about 25 minutes and the insulin pump triggers threshold suspend. Customer was advised this is normal and they may choose to turn off threshold suspend but must remember to turn it back on. Troubleshooting for keypad anomaly was performed. Troubleshooting for the cosmetic damage was performed. Customer advised the lip of the reservoir compartment chipped off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.